Event description:
The exeter broach would not fit the handle. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of eval: eval results indicate that the rasp exhibited wear which occurred over time.